Manufacturer narrative:
Qn# (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73m2100244 investigation did not show issues related to the complaint.

Event description:
The clip was found broke during usage on the patient.